Event description:
Clinical study: during a coronary artery drug eluting stenting treatment procedure the stent failed to cross the lesion causing a dissection. The target lesion treated was a 3.5x30mm mildly calcified, moderately tortuous, 95% stenosed portion of the proximal and mid right coronary artery (rca). The physician was unable to determine if there was thrombus present. The physician predilated the vessel with a worldpass 2.5x20mm balloon and attempted to place a 3.5x32mm taxus liberte drug eluting stent. The physician reported that the stent would not cross the distal portion of the lesion and was deployed at the site causing distal dissection and no flow. This event required post dilation of the vessel with a worldpass 3.5x20mm balloon and placement of a second 3.5x24mm taxus liberte drug eluting stent. There is distal overlap of the first stent to the second stent and proximal overlap of the second stent to the first stent. It was reported there was possibly thrombus present. The patient was discharged home receiving aspirin and plavix the next day.